Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 2 inappropriate shocks for aberrant conduction. The field representative contacted technical services (ts) with questions about how to programming options. A stress test was performed and an updated template was acquired at the higher rate. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the smartpass feature disabled one day later during a period of asystole. Subsequently, an additional inappropriate shock was delivered due to double counting of a slow rhythm. The physician planned to implant a non-boston scientific leadless pacemaker with this s-ICD on an unknown future date. No adverse patient effects were reported. This device remains in service. Additional information was received that noise was observed in a stored atrial fibrillation (af) episode. The device appropriately marked the noise. Small signal amplitude r-wave measurements were also noted and have been present since implant. It was noted that the patient also has a non-boston scientific leadless pacemaker implanted. A health care professional (hcp) discussed the previous inappropriate shocks and programmed sensing vector. Ts discussed potential troubleshooting and programming options. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 2 inappropriate shocks for aberrant conduction. The field representative contacted technical services (ts) with questions about how to programming options. A stress test was performed and an updated template was acquired at the higher rate. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the smartpass feature disabled one day later during a period of asystole. Subsequently, an additional inappropriate shock was delivered due to double counting of a slow rhythm. The physician planned to implant a non-boston scientific leadless pacemaker with this s-ICD on an unknown future date. No adverse patient effects were reported. This device remains in service. Additional information was received that noise was observed in a stored atrial fibrillation (af) episode. The device appropriately marked the noise. Small signal amplitude r-wave measurements were also noted and have been present since implant. It was noted that the patient also has a non-boston scientific leadless pacemaker implanted. A health care professional (hcp) discussed the previous inappropriate shocks and programmed sensing vector. Ts discussed potential troubleshooting and programming options. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient was seen in clinic for further evaluation. Programming changes were made to the non-boston scientific leadless pacemaker and s-ICD sensing was reviewed following the programming changes. Acceptable sensing was obtained following programming changes to the outputs of the non-boston scientific leadless pacemaker. The physician plans to continue monitoring. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 2 inappropriate shocks for aberrant conduction. The field representative contacted technical services (ts) with questions about how to programming options. A stress test was performed and an updated template was acquired at the higher rate. Additional information was received that the smartpass feature disabled one day later during a period of asystole. Subsequently, an additional inappropriate shock was delivered due to double counting of a slow rhythm. The physician planned to implant a non-boston scientific leadless pacemaker with this s-ICD on an unknown future date. No adverse patient effects were reported. This device remains in service.